Event description:
Hcp reported approx 1 month ago, the pump was programmed in simple continuous mode with a single bolus. The pt returned to the clinic and 18 cc were found in the pump reservoir. The pt has been asymptomatic and no adverse events were noted. Pump status showed stopped pump. Programming was verified as correct. Calibration constant verified as correct at 134. Pump was reprogrammed and updated in simple continuous mode at intrathecal baclofen 2000ug/ml @ 550 ug/day. Pump rotor study reviewed as well as possible reasons for pump memory error. Pt did not have an MRI recently or any other procedure which may have caused this to occur. Hcp will reinterrogate the pump to verify that the pump is properly programmed and no longer in a stopped pump mode.